Event description:
Olympus med sys corp (omsc) was informed that during endoscopic retrograde cholangiopancreatography (ercp) after several cuts to ampulla that had an impacted stone, there was a flash on the endoscope image which then went off on fourth or fifth use. It immediately came back on. The doctor found that the knife had snapped off and was resting against the impact stone and tissue. The doctor withdrew the subject product from the scope and used biopsy forceps to remove the broken piece. He could remove whole of broken piece and completed the procedure by using sphincterotome. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject devices were discarded by the user facility and not returned to omsc for investigation. The exact cause of the user's report could not be conclusively determined. Omsc assumes that the local cutting knife became extremely hot since the length of the contact between the cutting knife and tissue was too short while activating output and this caused the breakage. This report is being submitted as a medical device report in an abundance of caution.